Event description:
It was reported that the pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor (sam) episode that switched the mv sensor to the ventricle. Review of the sam episode showed noise and ra undersensing prior to the mv oversensing. Technical services recommended further troubleshooting of the lead and to consider programming off atrial therapy for now. The system remains in-service at this time. No additional adverse patient effects were reported. Additional information was received that this pacemaker and ra lead were explanted due to high impedances and noise that was oversensed by the mv sensor. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 was used to denote surgical intervention.

Event description:
It was reported that the pacemaker and right atrial (ra) lead triggered a lead safety switch to unipolar configuration due to high out of range pacing impedances greater than 3000 ohms that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor (sam) episode that switched the mv sensor to the ventricle. Review of the sam episode showed noise and ra undersensing prior to the mv oversensing. Technical services recommended further troubleshooting of the lead and to consider programming off atrial therapy for now. The system remains in-service at this time. No additional adverse patient effects were reported.